Event description:
Customer reported device = hi and other high results (in the 300s mg/dl and above). Customer went to hospital. Hospital device = 155 mg/dl. No treatment. Later the next week, device = 373 mg/dl. Customer went to the hospital due to the results. Hospital = 99 mg/dl. No treatment. No controls used. A request was made for return product and replacement product was sent.